Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical error and a red x appeared on the display screen. Customer's blood glucose was unknown at the time of incident. The customer was only aware of 1 alarm that occurred and troubleshooting advised customer that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump was received with frozen display on the medtronic logo followed by critical pump error open book; the problem was isolated to the printed circuit board. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to frozen display and critical pump error open book. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.